Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: device evaluated by MFR. Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device revealed the hex tip is deformed/bent. The root cause of the stripped tip is device wear from normal use and servicing. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the scrub nurse tried putting together a sigma femoral trial with the hex driver and found that the driver was bent/disfigured and unusable. It does not work. No pieces were broken. We opened another tray to get another driver, and proceeded on with the case.